Event description:
Event description boston scientific, crm received information that this pacemaker reached elective replacement indicator (eri) on november 13, 2006; however, upon interrogation on december 18, 2006, the status was beginning of life (bol). The device has many ventricular tachycardia (vt) episodes with right venticular (rv) pace and rv sense events, which was suspected to be due to loss of capture or no output at 7 volts. The daily measurements were also confirmed to be missing. A boston scientific technical services (ts) consultant advised that this device may have reset. The device was explanted and a new pacemaker was implanted. No adverse patient effects were reported. This device is included in the pdm hermetic seal advisory population (7/18/2005).